Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty twisting and removing the cartridge from the device, and the user subsequently removed it after troubleshooting guidance was provided. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included a review of device operation with user troubleshooting and education by customer care. Investigation of this case revealed that the device performed within expectations after user guidance and no recurrent issue was identified. It was concluded that the event was related to use difficulty that resolved with education, with no device malfunction confirmed.